Event description:
Healthcare professional reported event of doctor was about to use a device when they noticed there was a stain on the sterile packaging. Device not implanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1207250 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. According to the device analysis the lid discoloration was observed and this further investigation was opened to analyze the event. A review of the current risk documents pfmea-bi pkg and lblg rev 11.0 was performed, and the event of defective tyvek, thermoform or pouch is a known event, for which current process controls and inspections are established to reduce the incidence of these defects. Additionally, the incoming process performed a visual inspection that included the revision of the tyvek color according to the drawings 6476 rev 21.0 and 6477 rev 17.0 and the inspection was noted acceptable. Furthermore, a review of all lid discoloration complaints for gel breast implants that have been manufactured in the last 2 years (from may-2022 through apr-2024) was performed and one point is above the upper control limit, however, the additional analysis shows that all the results met the acceptance criteria and no issues were found related to manufacturing or inspection processes. Finally, according to the results in this investigation this complaint is not a confirmed high impact. However, the ncr (B)(4) was opened to analyze further the event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ breach of sterile barrier seal: observed a yellow discoloration of inner lid. Further investigation inv-44701 and ncr 616861 were opened to analyze this event. No other observations observed on the device or device packaging. Samples of the yellow discoloration of the inner lid were taken to assist in the analysis of ncr 616861.

Event description:
Healthcare professional reported event of doctor was about to use a device when they noticed there was a stain on the sterile packaging. Device not implanted.

Event description:
Healthcare professional reported event of doctor was about to use a device when they noticed there was a stain on the sterile packaging. Device not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: ¿ breach of sterile barrier seal: observed a yellow discoloration of the inner lid. No additional observations were carried out. A further investigation is required for the yellow lid observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach of sterile barrier seal